Manufacturer narrative:
The reported event of noise problem was confirmed. Final analysis found that the insulation was internally abraded at 6.8 cm to 7.8 cm, 7.9 cm to 8.3 cm, 14.0 cm to 14.8 cm, 14.8 cm to 15.2 cm, and 15.5 cm to 18.0 cm from the distal tip that led to externalized conductors. The insulation was externally abraded at 31.4 cm to 32.6 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
New information notes that the right ventricular lead was explanted and replaced on (B)(6) 2020 due to high capture threshold. The patient was discharged post procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise. It was noted that the noise was oversensed by the device. The noise was not reproducible in clinic. This was an isolated event so no intervention was performed. The patient was in stable condition.